Event description:
It was reported that the system 9800 intermittently has communication errors. No adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Replaced system interface circuit board, interconnect cable, and high voltage cable. Comm error continued. Replaced ccd camera and calibrated. Intermittent comm error persists. The reported issue is still under investigation. A follow up report will be filed when additional details become available.